Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 her blood glucose history. There were no carbohydrate count or insulin dosages provided. The pod was removed and she noticed the cannula was a little bent.